Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During a biopsy and ablation procedure of t7/t8, the biopsy sample for t7 was accidently dropped on the ground then picked up and placed in formalin. No second sample was able to be obtained because the teeth of the biopsy needle broke and remained in the patient's body. The patient was informed of the metal left in his body. Also, ablation of t7 was unable to be performed since part of the metal instrument was still in the patient.

Manufacturer narrative:
(B)(4). No lot number was provided and therefore no review could be performed. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no cause identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During a biopsy and ablation procedure of t7/t8, the biopsy sample for t7 was accidently dropped on the ground then picked up and placed in formalin. No second sample was able to be obtained because the teeth of the biopsy needle broke and remained in the patient's body. The patient was informed of the metal left in his body. Also, ablation of t7 was unable to be performed since part of the metal instrument was still in the patient.